Event description:
It was reported that during an acl procedure, the tip of the grasper broke and fell into the surgical site. The surgeon retrieved the tip and completed the procedure with an alternate device. There was no injury or surgical delay related to this event.

Manufacturer narrative:
Investigation results: the instrument was received for evaluation without the detached tip. An evaluation confirmed the reported problem and found the grasping portion of the tip with signs that it was bent in a downward fashion then broke/detached from the forceps. Further investigation noted the rear weld joint cracked. A review of conmed linvatec repair records found no prior repair for this instrument.